Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had air in line, and low volume in the bag. There was unknown patient involvement.

Manufacturer narrative:
Received one device, service history review identified there was no indication that the complaint was related to a service of the device within the review period. Customer complained of pump having air in line alarm. This was confirmed to be caused by a faulty downstream occlusion sensor (dso), the dso sensor will be replaced to resolve this issue.